Event description:
A malfunction was reported where the pump could be charged and displayed a charging symbol but could not be restarted or turned off, despite trying various chargers, plugs, and sockets, with the t-button functioning normally. There was no adverse impact on the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which could not be restarted, leading to a decision to replace the pump. Customer, using mdi as backup therapy, was provided with instructions to put the pump into storage mode before returning it, and a replacement pump was arranged with confirmation of the shipping address.